Manufacturer narrative:
Evaluation completed. One 25 ga vitrectomy cutter was returned in a plastic bowl inside a plastic zip lock bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. The cutter was in pieces. The back cap was still attached to the tubing. The spring and inner needle assembly was lying loose in the bowl. The body and outer needle assembly were lying loose in the bowl. Both the inner and the outer needles are bent. Microscopic examination of the cutter body and cap rims found no visible adhesive residue. Functional testing cannot be per formed due to the returned condition. The cutter will be sent to the vendor. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The cutter stopped cutting during the procedure, but the aspiration continued to work. They opened a backup pack and continued with the surgery with no issue.